Manufacturer narrative:
(B)(4). Batch # m55m9y device analysis: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # m55m9y. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the firing knob got damaged. The firing knob broke off of the device. No pieces of firing knob fell into the patient and no patient consequences reported.